Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.00/+2.0/077 diopter, in the patient's left eye (os) on (B)(6) 2015. The patient experienced significant reduction of irido-corneal angles. The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
(B)(4). Review of the file indicates that the lens was not implanted in accordance with the dfu requirements, anterior endothelium chamber depth below 3.0mm for vicl/vticl. Device evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found the lens haptic torn, and there was foreign material on lens surface specified as hair on haptic. (B)(4).